Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, and a gradual increase in the pacing impedance measurements. It was noted that patient was experiencing a growth spurts and boston scientific technical services (ts) discussed this could affect the lead position gradually. Subsequently, the rv lead stopped sensing and a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.